Event description:
Same case ass MFR report #: 6000093-2006-01726 and 6000093-2006-01726. Clinical trial. It was reported that the pt experienced tvrs (target vessel reinterventions) 129 and 183 days following a coronary artery drug eluting stenting treatment procedure. The index procedure indentified three target lesions located in a svg (saphenous vein graft) to the distal rca (right coronary artery). The lesions were treated with three overlapping taxus express2 drug eluting stents, one 2.75x16mm and two 2.75x8mm. The lesions were not pre-dilated and the stents were not post-dilated. The pt was discharged two days later on asa and plavix. The pt experienced two tvrs at the svg to rca. The tvr 129 days following the index procedure was located at the distal portion of the graft and was treated with a 2.75x8mm taxus drug eluting stent. The tvr 183 days following the index procedure was due to in-stent restenosis and was treated with a 2.75x16mm taxus drug eluting stent. The pt was taking asa and plavix at the time of both tvrs.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.